Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated for approximately 1 month since starting on the pump (200-300 range). Customer' contact indicated that they attempted to communicate with a clinical diabetes educator about settings, but have not been able to resolve the issue. Tandem technical support educated customer's contact about labeling, as they were deviating from the proper sequence of steps for filling cartridges by prefilling cartridges.